Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The presence of, "high pressure," alarms was found in the event history log. However, the reported issue was not duplicated during functional testing. The cause was not able to be identified as no issue was found during functional testing. Preventative maintenance was performed.

Event description:
It was reported that the device emitted an overpressure alarm. There was unknown patient involvement.